Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked display window corners, broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer reported that her insulin pump has a few cracks on the screen, having been bumped. The customer's blood glucose was 266 mg/dl. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.